Event description:
It was reported that the cartridge o-ring was missing. Despite the damage, the customer was still able to load the cartridge onto the pump. There was no reported adverse impact to the customer's blood glucose level. Customer stated they would load a new cartridge if needed and continued using the existing cartridge for insulin therapy.